Event description:
Rptr complains of hair loss, memory loss, dropping items, stumbling and falling, rashes, severe headaches, numbness of fingers, buring shins and feet, earache, "swollen lymph", and rptr stays exhausted. Also reports low grade fever, high cholesterol.